Event description:
Procedure: lap gastric bypass. Patient sex: unk. Reportedly, when the surgeon applied the device the reload broke off of the handle and was locked on tissue. The surgeon then had to convert to an open procedure he had and cut around the instrument to remove it from the tissue. The surgeon hand sewed with suture to finish the case.